Event description:
The manufacturer received information alleging an end user could not breathe while using a rep dreamstation auto CPAP device due to the smell of gas and burning plastic. There was no report of smoke or flames. Medical intervention of hospitalization was reported from (B)(6) 2022. The device was returned to the manufacturer for evaluation. The product investigation lab initiated therapy with the device and verified airflow, using a known good lab supplied power supply and ac power cord. No odors were observed during therapy. Potentially, the gas and burning plastic odor described in the complaint were caused by the contamination and potential liquid ingress observed inside of the blower motor. The lab disassembled the device and then reassembled the device. The lab observed the following from an external and internal inspection: dust-like contamination on the ui (user interface) panel, the accessory module slot, the rear panel, the bottom enclosure, the pca (printed circuit assembly), the blower box cap seal, the blower motor, the blower outlet seal, the blower sk isolators, and the rubber grommet of the blower motor. Unknown black particle contamination on the ui panel, near the knob. Unknown light brown particle contamination on the bottom enclosure and the top enclosure. Unknown black residue on the ui panel and the bottom enclosure. Potential no clean flux on the sd (secure digital) card slot of the pca. Hair-like fiber on the bottom enclosure. Potential dried liquid spots on the outside and the inside of the blower motor, indicating potential liquid ingress. Unknown white particle contaminant inside the blower motor. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The product investigation lab was not able to confirm the complaint or address the symptoms specified. The product investigation lab was able to get care orchestrator information from the device. Review of the device log showed: -errors logged: 0 errors were logged. -blower hours: 1525.3 were logged. -therapy hours: 1289.0 were logged. -machine hours: 12065.8 were logged. -compliance rate (percent of days with usage >= 4 hours): 94.4% -device humidification settings: adaptive -heated tube temperature: level 3 -heated tube humidity level: off. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.